Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial lead exhibited loss of capture and loss of sensing. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of loss of capture and sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, visual and x-ray examination of the lead were normal with no anomalies except for procedural damage.